Event description:
A hospital in (B)(6) reported that an rt200 adult dual heated breathing circuit failed the leak test before patient use. There was no patient consequence.

Manufacturer narrative:
Ps53328. This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in australia. The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for the similar product is k983112. The rt200 adult dual heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon receipt of the device and completion of our investigation.